Event description:
It was reported that during a procedure, the seals broke. There was no patient consequence.

Manufacturer narrative:
Analysis summary: only the sleeve of the device was received. The sleeve was received with the outer gasket torn and missing. All other components were present and in good visual condition.